Event description:
It was reported during a refill the estimated remaining volume was less than 30 cc and the actual remaining volume was 39cc. The pt was not experiencing good pain control. The hcp reported the catheter was kinked and subsequently repaired. The pt was reported to have recovered without sequelae so far.